Event description:
The hcp reported, the patient began experiencing increased irritability and increased spasticity. A study revealed a hole in the distal portion of the catheter. The drug used in the pump was compounded baclofen 400 mcg/ml at 1600 mcg/day. The patient underwent surgery for replacement of the catheter. The hcp replaced the pump as well, since the patient was on a high daily dose and a larger pump would decrease the frequency of refills. The patient's spasticity was well controlled on a decreased dose following the replacement.